Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 501mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a fixed prime and the insulin did exit. Performed the high pressure test and passed. The mother mentioned having a bent cannula. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.